Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A review of event history log revealed multiple battery low, very low battery and depleted battery alerts. The ehl also revealed that the pump was not using ac power at the time. The unit was able to power on, navigate through the screens and run an infusion successfully. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump powered off without user input during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.